Manufacturer narrative:
(B)(4).

Event description:
It was reported that post sensed t wave oversensing was observed after device implant. The issue was not present the following day therefore no changes were made. The patient condition was stable.